Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified. Although requested, patient demographics not provided.

Event description:
It was reported that the upper pressure sensors are not passing inspection. This problem occurred during preventative maintenance measures and did not have any patient events associated with this issue.